Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. Through visual investigation an user error was detected. Cement residuals were found in the knee mechanism which is caused by not following the surgery technique. "This" residuals can contribute to failure of the knee components. Besides a poor bone tissue constitution is assumed as well. According to the quality documentation review and investigation results a product failure is not assumed. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
This complaint sample was revised. The surgeon delivered it for investigation because the rotational pins were broken.